Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system the blister pack was discolored. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the difference in the tonality of the plastic does not affect or jeopardize the use of the product (this last paragraph is important). Bd representative informs that the parts in inventory that pronamac has with this issue is that the transparent plastic is a bit opaque on one of its edges.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1710034-2023-00817 was sent in error. General dissatisfaction is not considered to be a reportable malfunction. MFR#: 1710034-2023-00817 is void as a result.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system the blister pack was discolored. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the difference in the tonality of the plastic does not affect or jeopardize the use of the product (this last paragraph is important). Bd representative informs that the parts in inventory that pronamac has with this issue is that the transparent plastic is a bit opaque on one of its edges.